Event description:
The customer reported that during a patient procedure, the patient supported suddenly undocked. There was no harm to a patient, bystander, or operator.

Manufacturer narrative:
(B)(4) - note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).